Event description:
Reportedly, the device was implanted to correct aortic stenosis. Suture ring was near the right coronary ostia. After implant, ventricular tachycardia occurred and a blood clot was found on coronary imaging. Coronary stent was implanted and the problem was solved. Event date is unknown, therefore, the aware date is used as the event date. Device was not explanted and will not be returned for evaluation. No patient or additional information available.

Manufacturer narrative:
Device not returned.